Event description:
Information received on 11/15/2009 from the patient reporting that she has an implant "arc" and it is not working. Uncertain which product (miniarc or monarc). A revision surgery has not been determined at this time.